Event description:
Physician attempted to treat a lesion in the right mid common iliac artery using an assurant cobalt stent. Target lesion had moderate vessel tortuosity and little calcification. Device was removed from packaging and prepped per IFU. Physician encountered resistance when attempting to advance to lesion. No excessive force was used. Stent failed to cross lesion. Difficulty was experienced when attempting to withdraw the undeployed stent. It is reported that stent was damaged during positioning although it is unclear if it had happened when advancing the device or when withdrawing. Stent was reported to be "accordioned". Another assurant cobalt stent of the same size was used to complete procedure successfully. No patient complications were reported.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (lesion morphology). No results available since no evaluation performed. (No device received for evaluation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (lesion morphology). Unable to confirm complaint (no device received for evaluation). (B)(4).